Event description:
It was reported that the customer passed away. The reported blood glucose reading at the time of death was below 50 mg/dl. The actual reading was unknown. It was stated that the customer was wearing the insulin pump at the time of the death. The cause of death was reported as atherosclerotic weakening of heart walls. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.